Event description:
Complaint alleged that the brakes were not working.

Manufacturer narrative:
Technician found the bed in repair shop. Found that the brakes were not working - brakes would set but not hold. Replaced caster brakes to resolve this issue.